Manufacturer narrative:
A siemens field service engineer (fse) was on site for system inspection and initially replaced the waste and water pump tubing, wash 1 to valve block tubing and wash around pump. On a follow fse visit, the acid and base pumps and sample diluter was replaced. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A false positive advia centaur cp troponin ultra result was obtained on a patient sample and the result was questioned by the clinician. The patient was redrawn and the troponin result was negative. The customer performed repeat testing on the original sample and the result was negative. The customer also observed a second false positive result on a patient sample after initial reporting and the result was considered discordant when compared to repeat test results. There was no known report of adverse health consequences due to the discordant troponin ultra results.